Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen reading that was too high. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an oxygen reading that was too high. The customer stated that the flow sensor had been replaced for a previous issue. During troubleshooting, the rse provided the customer with the following instructions, verify that the oxygen (o2) supply pressure remains within 40 to 87 psig throughout the test; verify that the internal leak orifice is plugged; verify that the calibration analyzer is set to measure o2 in standard temperature and pressure (stp) mode; verify that the ventilator gas outlet port is unobstructed; perform the o2 flow sensor zero calibration (software version 3.10 or later); slave in a different flow sensor to data acquisition (da) printed circuit board assembly (pcba) cable; verify that the displayed air flow is not supplementing the o2 flow; verify the o2 supply; replace the o2 solenoid valve; if o2 flow sensor reading is not within limits as compared to the calibration analyzer, replace the flow sensor assembly; replace the da pcba. The rse then suggested to perform periodic maintenance (pm) on device, to see what passes and what doesn't in order to determine where the issues lie. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 07apr2025, 24apr2025, 01may2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.